Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported to dräger that a person died after a surgery. There was no device malfunction alleged and, a follow-up inspection of the device revealed no deviation from specification as well. At this early stage of investigation cannot be excluded that a use error has occurred - this report is filed in abundance of caution.

Manufacturer narrative:
Due to the fact that draeger first became aware more than one year after the event, the level of information that could be obtained was very limited. The users confirmed that there was no device malfunction observed during the course of event and that the workstation remained in use without exhibiting malfunctions since then. The electronic device log file consists of two sections: the one section is the "error log" covering all records of technical events like switching the device on and off, technical deviations and malfunctions detected by the supervisor function etc. - the other section is the "user log" which records settings and interactions with the device like mode changes, ventilation parameter measured during operation and patient-related alarms. The error log for the device involved in this event indicates that the device passed the automatic power-on self-test on the date of event without deviations. No indications for a device malfunction could be found, neither during nor before or after the reported event. The user log was partly overwritten by newer entries already since the device remained in use until the logs were pulled. The records start with ongoing procedure at 10:58 system time. At this point in time the patient treatment was already suffering from an instable ventilation with multiple pressure- and volume-related alarms such as mv low, apnea, pressure high/limitation, volume not attained, etco2 high and continuously fg low or leak. The measured fractions of inspiratory and expiratory o2 were almost identical indicating that there was no significant o2 uptake by the patient. After several mode changes between volume mode, pressure mode and man/spont, a stabilized ventilation could be established at approx. 12:12. This goes along with a comparatively high setting of the peep to (B)(4). The patient was disconnected at 13:00 when the device was set to standby. It can be excluded that a technical malfunction contributed to the death of the patient. Reportedly, no deviation from specification was observed by the users. The log file evaluation provided by the manufacturer indicates that the device was able to build up airway pressure at any time and had ventilated as set. An adequate gas exchange was impossible during certain phases which can be derived from the patient gas readings - partly no co2 values were registered as well as no oxygen uptake was. The device responded as specified by posting the corresponding alarms. All alarms, possible causes as well as remedies are described in the instructions for use.

Event description:
Please refer to initial MFR. Report #9611500-2018-00010.